Event description:
Per the clinic, the patient experienced re-occurring infection at the abutment site as well as skin overgrowth. The patient was prescribed a ten day course of oral antibiotics and (B)(6) 2015 and a second course of oral antibiotics was prescribed on (B)(6) 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.